Manufacturer narrative:
B5: additional information was received in which it was clarified that the issue of leakage did not involve the cassette. The leakage was at the conjunction of tubing (component of the solution bag) and solution bag. Therefore, the cassette is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This was further described as "fluid leakage at the connection between the tube and the solution bag". This occurred before use for automated peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.